Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had blood rise to the venous transducer protector during a patient's hd treatment. Upon follow up, the bmt said that the machine was returned to service after they replaced the level detector module. No sample is available. The patient's blood was not returned following this event. The patient¿s estimated blood loss (ebl) is unknown. The patient ended treatment early as a result of this issue. It is unknown if the patient experienced any ill effects, adverse events, medical intervention as a result of ending treatment early. No additional information is available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had blood rise to the venous transducer protector during a patient's hd treatment. Upon follow up, the bmt said that the machine was returned to service after they replaced the level detector module. No sample is available. The patient's blood was not returned following this event. The patient¿s estimated blood loss (ebl) is unknown. The patient ended treatment early as a result of this issue. It is unknown if the patient experienced any ill effects, adverse events, medical intervention as a result of ending treatment early. No additional information is available.